Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, dyspareunia, recurrence, urgency and scarring. It was reported that pt underwent mesh removal on (B)(6) 2000 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.